Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/08/2017 with the following findings: evaluation revealed that investigation was not able to duplicate complaint about loss of prime. The force sensor was found to be within specifications at 226ct. There was unidentified low force observed. There were multiple loss of prime warnings eaw 162 observed in the blackbox on with low non zero force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.